Manufacturer narrative:
Bellows were replaced to fix the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that a message of "cannot exhaust all gases in bellow" was displayed at the start-up check. There was no reported patient involvement.